Event description:
It was reported that the ventilator graphic user interface (gui) display became blank. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the telephone. The customer was recommended to swap the liquid crystal display (lcd) panels, and the backlight inverter boards to resolve the issue. (B)(4).